Manufacturer narrative:
On 31-mar-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information reported, the patient underwent explantation of the breast implant because it was textured. Upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient developed bilateral breast ptosis after implantation with the suspect medical device. On (B)(6) 2021, mentor completed a second investigation on the suspect medical device to address the reported breast ptosis. The investigation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced ptosis on the breast. Upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: desire to remove textured implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses desired removal of her breast prostheses. It was reported that the patient wanted the devices removed because they are textured. As a result, the patient underwent bilateral explantation without replacement breast prostheses on (B)(6) 2021. After the surgery, it was discovered that the removed right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.